Event description:
It was reported that the pt underwent an anterior cervical discectomy and fusion. It was reported that the plate fell apart in two pieces after being positioned for implantation. The plate and screws were removed and a new plate was implanted. No pt complications were reported.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for eval, therefore, the cause of the event cannot be determined.